Event description:
It was reported that the patient was admitted for syncope, and oversensing, noise, and low impedance were noted. Polarity was changed to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.